Event description:
Unomedical reference number (B)(4). Event occurred in brazil on (B)(6) 2024, it was reported that the patient faced an insulin flow block alarm and droplets dripped from end of the tubing. No further information was available.